Manufacturer narrative:
Available information suggests the electrode remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported on a clinical study form that this electrode exhibited deformation and/or breakage. It was indicated that no products in the subcutaneous implantable cardioverter defibrillator (s-ICD) were replaced or repositioned. No adverse patient effects were reported. A request was made for the study site to provide additional information about this case. Effortless study.